Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the labeling and packaging are damaged event on (B)(6) 2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003200, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26/nov/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6003200". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003200 was manufactured according to the work instruction (wi) version 27 and packaging in the machine multivac 10 on 09/sep/2023 with a total of (B)(4) units. Review of the DHR showed that a non-conformances nc 1737591 was raised due to leak test from hepa filters out of specification at clean room 4 from umd-mx2 (august). This nc is not related to claimed malfunction. Test results: no photo was provided. To proceed with product testing, samples from the affected lot were requested. However, the customer has confirmed that no samples are available for investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples or photographic evidence have been submitted for analysis, one nonconformance (nc) was raised due to environmental and facilities issues, and found unrelated to the reported malfunction code, no trend identified for the lot in question and final reporting decision, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.